Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital after episodes of syncope. There were ventricular fibrillation (vf) episodes stored by the device showing the ventricular lead was oversensing atrial activity, resulting in pacing inhibition on the rv lead. The pacemaker dependent patient was admitted to the hospital and a lead revision was performed the next day. At the revision, the lead was successfully repositioned and remains in service without further complication. No additional adverse patient effects were reported.